Event description:
A patient reported experiencing inaccurrate erratic results with a sure step meter. On 11/01, patient's blood glucose was 69 and 296 mg/dl. Tests were done 10 minutes apart. Patient did not experience any adverse events. No further information has been reported.